Event description:
Caller states that the patient tested 7.9 inr on the device while a lab returned as 5.17 inr. Caller states that the patient's coumadin was held due to device results, however no adverse event reported. Requested return of suspect device and replacement was sent.